Event description:
It was reported the implant was placed by a different surgeon, other than the surgeon reported this event. The reported surgeon stated the device was fractured at the talus site. The nail was in two pieces. Five screws were also removed. The surgeon removed the nail and replaced (it) with a new nail. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.